Event description:
Information was received from a patient via manufacturer representative in regards to a patient who was being treated with baclofen 700 ug/ml (199.93 ug/day), hydromorphone 11550 ug/ml (3299 ug/day), clonidine 1400 ug/ml (399.9 ug/day), and bupivacaine 31500 ug/ml (8997 ug/day) intrathecal therapy via an implanted pump for non-malignant pain and chronic low back pain. It was reported patient's pump has had 3 motor stalls within the last 6 weeks, the first at all occurring on (B)(6) 2016 and recovered in less than one hour, and the most current stall has had no recovery to date. The next pump refill was (B)(6) 2016. The patient was currently in the hospital with increased pain that began either last night or this morning. Electromagnet interference (emi) was ruled out as a cause for the stalls and the patient had not had an MRI. The patient nor his wife heard the pump alarming. The manufacturer representative conducted an alarm test. The representative could hear the alarms but the patient could not hear them. The manufacturer representative planned to confer with the healthcare provider (hcp) and the patient. Further information was not provided including additional drug information, pertinent medical history, any additional troubleshooting performed, actions/interventions, and cause of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.